Event description:
Reporter alleged obtaining a discrepant blood glucose result of 89 mg/dl on a patient using the inform system compared back to back with a result of 55 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter did not indicate what treatment was given to the patient. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.